Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology. The customer was aware this product was involved in the voluntary recall, but chose to use the product anyway. (B)(4)

Event description:
It was reported that during a laparoscopic procedure, devices were leaking when removing an instrument. There was no torque being applied. Based on the surgeon's opinion it was the seal that was leaking. The same devices were used to complete the procedure. No adverse consequences reported.